Event description:
During follow-up, the longevity estimate given by the device was inaccurate. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, the longevity estimate given by the device was inaccurate. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.